Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the power cable assembly, lemo connector, mainframe backplane assembly and the fluoro functions board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was not performing fluoroscopic and the camera was not rotating. No pt injury reported.